Event description:
Surgeon reports anterior chamber lens was removed due to chronic iritis caused by haptic embedded in iris in the right eye. The event began on 27 mar 96 and the lens was explanted on 21 oct 96. The explanting surgeon was not the implanting surgeon and he is unaware of occurrences during the original surgery but he reports it appears a vitrectomy was performed. He reports pt currently has mild post-operative inflammation.

Manufacturer narrative:
The lens was returned to the MFR and evaluated. The evaluation of this lens revealed no defects. The lens was found to be within specs.